Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. Within two weeks, the patient experienced burst abdomen. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), expiration date: 11/30/2018. Date of mfg.: 12/13/2016. (B)(4), expiration date: 11/30/2018. Date of mfg.: 12/19/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: what was the name of the procedure? Abdominal fascia wound closing. Did the suture break during the procedure? No, some days post op. What tissue was the suture used on? Abdominal fascia. How was the suture placed (interrupted or continuous)? Continuous. Can you explain what is meant by ¿burst abdomen¿? Its an abdominal wound dehiscence. What medical intervention was performed for the ¿burst abdomen¿? Re-op, new wound closure. Were the knots intact and the suture found broken post-op? Suture was intact, but they tear out of the fascia.